Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, it was reported on an unknown date that the patient experienced redness, inflammation and discharge from the stoma site. On an unknown date the patient was prescribed an unknown antibiotic for the stoma site. It was reported that on (B)(6) 2023 the patient's stoma site was clean, slightly red, with tubes mobilizing and flushing well. It was reported that the patient is almost finished with antibiotic treatment. No further information is available.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.